Event description:
On (B)(6) 2011, the pt reported that none of the buttons are responding to his insulin infusion device. The pt has an error message e8 (power interrupt) that he is unable to clear due to the buttons not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or secondary party to address the issue. Product was replaced and was requested to be returned for product evaluation.